Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor was extrinsically distorted due to kinking/buckling, and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated there was stretching and damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334vrm defibrillator (B)(6) 2013; 6935m62 implantable tachy lead (B)(6) 2012. (B)(4).

Event description:
It was reported that during the implant procedure the wire was stuck in the lead and the physician was unable to remove it. A different lead was used. No patient complications have been reported as a result of this event.